Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) was not working properly after implantation and it would not inflate. Upon explant surgery, fluid loss in the cylinders was observed as they were empty, while the reservoir contained fluid. The cylinders and pump were then explanted, and an open corporotomy during explant surgery was noted. The reservoir remained implanted and was drained and refilled. There were no patient complications.

Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) was not working properly after implantation and it would not inflate. Upon explant surgery, fluid loss in the cylinders was observed as they were empty, while the reservoir contained fluid. Air was also noticed in the device; the surgeon suspected that there was a device surgical puncture at placement. The cylinders and pump were then explanted, and an open corporotomy during explant surgery was noted. The reservoir remained implanted and was drained and refilled. There were no patient complications.

Manufacturer narrative:
Correction to f1 patient codes. Correction to h6 patient codes. Correction to h6 evaluation conclusion codes. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100720165. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4).